Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, renovated periodontal disease, perhaps biomechanical overload, preceding bone augmentation, bleeding, mobility. Dysperception of pain.